Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was a red fluid leak of approximately 5 ml, located on the right side of the analyzer near the laser. The customer could not identify the source of the leak. The leak was not contained. The customer was performing maintenance when the leak was identified. There were no instrument generated error messages at the time of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak at the diff sample line. The fse replaced the diff sample line and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).